Event description:
It was reported that during a hemorrhoidectomy, bleeding from near the staple line and air leak from somewhere were confirmed. The bleeding was stopped by additional suture by hand. That night, the patient had abdominal pain. Severe bleeding and flatulence inside the retroperitoneum were confirmed via an endoscope and the reoperation for creation of an artificial anus was scheduled on the next day. The amount of bleeding was unknown. The amount of blood infusion was small. In the former procedure, the target tissue was big in spite of the hemorrhoid. The target tissue was clamped uniformly. It was not sure whether the device was fired across something hard such as a clip or a suture. There was no unexpected resistance in closing and at firing the device. The indicator was within range of the green zone. The firing handle was grasped fully. After the firing, the target tissue was cut properly. There was no anomaly in removing the device from the patient. The doctor did not confirm whether the washer had been punched out or not. A 3/4 staple were deployed and formed as intended and the rest of 1/4 staples¿ form was unknown. The doctor commented about the bleeding depending on suturing failure that there might have been some tension on the staple line and it might be split.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.